Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports that in 6 cases pt/inr cartridges that did not compare well with results from stago evolution. There was no additional patient information available. Patient #3: I-stat = inr 4.2, stago = inr 3.0. Based on the information available at the time there were no injuries associated with this event.